Event description:
It was reported that a versacross connect was selected for use during a left atrium appendage closure. The procedure was aborted. The patient had a tortuous anatomy at groin site and known history of peripheral vascular disease. A first versacross connect system was introduced after a difficult tortuous anatomy in the vein. The first watchman sheath was noted to be kinked, then it was removed and alternative access on the patient's left side was performed. The versacross dilator and second watchman sheath were pulled out to "reshape/add more of a bend" to reach to septum more inferiorly. Then, the physician discovered how overly kinked the second watchman sheath and versacross dilator were. A second versacross kit was pulled to be used. The physician continued with the right groin vein to continue procedure (it was considered aborting at this point due to patient's age and risk for perforation). Due to the tortuous anatomy, an attempt to introduce an ice catheter on the left side and it did not work. Thus, a decision was made to use a non-boston scientific long 16fr cook sheath in groin. The second versacross rf wire remained across septum, then the second watchman sheath was removed, the non-boston scientific long 16 fr cook placed in groin, a third new watchman sheath then placed through it, where a second transseptal was performed. However, the physician was only able to utilize the previous transseptal puncture which was inferior and mid posterior. The watchman sheath was never coaxial with an anterior chicken wing morphology pass criterial was not met with the 27mm nor 24mm device. Additional groin pressure had to be held by md and tech post procedure. No patient complications were reported. The procedure was cancelled. The device is expected to be returned for analysis. No other issues were identified with the versacross connect devices. It was further reported that multiple versacross kits were used during this procedure - two versacross connect laac access solution kits were opened for versacross connect transseptal dilator and versacross rf wire and the third kit was opened for watchmen access sheath (not for the verscross products). The first and second versacross connect dilators were kinked and the versacross rf wire from the second kit was used to perform the transseptal puncture. However, the procedure was later aborted due to difficult anatomy.

Manufacturer narrative:
This emdr was submitted for the versacross dilator from the second connect laac access solution kit used during the procedure. Reports 2124215-2023-57252 and 2124215-2023-57249 were submitted to FDA for the first kit used and report 2124215-2023-57250 contain information on the versacross rf wire from the second connect laac access solution kit used during the procedure. This supplemental is being filed to provide the additional information received on 31oct2023. The field b5 (describe event or problem) was updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was selected for use during a left atrium appendage closure. The procedure was aborted. The patient had a tortuous anatomy at groin site and known history of peripheral vascular disease. A first versacross connect system was introduced after a difficult tortuous anatomy in the vein. The first watchman sheath was noted to be kinked, then it was removed and alternative access on the patient's left side was performed. The versacross dilator and second watchman sheath were pulled out to "reshape/add more of a bend" to reach to septum more inferiorly. Then, the physician discovered how overly kinked the second watchman sheath and versacross dilator were. A second versacross kit was pulled to be used. The physician continued with the right groin vein to continue procedure (it was considered aborting at this point due to patient's age and risk for perforation). Due to the tortuous anatomy, an attempt to introduce an ice catheter on the left side and it did not work. Thus, a decision was made to use a non-boston scientific long 16fr cook sheath in groin. The second versacross rf wire remained across septum, then the second watchman sheath was removed, the non-boston scientific long 16 fr cook placed in groin, a third new watchman sheath then placed through it, where a second transseptal was performed. However, the physician was only able to utilize the previous transseptal puncture which was inferior and mid posterior. The watchman sheath was never coaxial with an anterior chicken wing morphology pass criterial was not met with the 27mm nor 24mm device. Additional groin pressure had to be held by md and tech post procedure. No patient complications were reported. The procedure was cancelled. The device is expected to be returned for analysis. No other issues were identified with the versacross connect devices. It was further reported that multiple versacross kits were used during this procedure - two versacross connect laac access solution kits were opened for versacross connect transseptal dilator and versacross rf wire and the third kit was opened for watchmen access sheath (not for the verscross products). The first and second versacross connect dilators were kinked and the versacross rf wire from the second kit was used to perform the transseptal puncture. However, the procedure was later aborted due to difficult anatomy.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that a versacross connect was selected for use during a left atrium appendage closure. The procedure was aborted. The patient had a tortuous anatomy at groin site and known history of peripheral vascular disease. A first versacross connect system was introduced after a difficult tortuous anatomy in the vein. The first watchman sheath was noted to be kinked, then it was removed and alternative access on the patient's left side was performed. The versacross dilator and second watchman sheath were pulled out to "reshape/add more of a bend" to reach to septum more inferiorly. Then, the physician discovered how overly kinked the second watchman sheath and versacross dilator were. A second versacross kit was pulled to be used. The physician continued with the right groin vein to continue procedure (it was considered aborting at this point due to patient's age and risk for perforation). Due to the tortuous anatomy, an attempt to introduce an ice catheter on the left side and it did not work. Thus, a decision was made to use a non-boston scientific long 16fr cook sheath in groin. The second versacross rf wire remained across septum, then the second watchman sheath was removed, the non-boston scientific long 16 fr cook placed in groin, a third new watchman sheath then placed through it, where a second transseptal was performed. However, the physician was only able to utilize the previous transseptal puncture which was inferior and mid posterior. The watchman sheath was never coaxial with an anterior chicken wing morphology pass criterial was not met with the 27mm nor 24mm device. Additional groin pressure had to be held by md and tech post procedure. No patient complications were reported. The procedure was cancelled. The device is expected to be returned for analysis. No other issues were identified with the versacross connect devices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned dilator was analyzed. This is supplemental MDR to report investigation results (MDR aware date 09feb2024). The analysis of the device found that the returned device failure mode match with the description provided by the customer: kinking of dilator. Additionally, gross curvature of device and kinking of proximal-end of shaft was observed. There is no evidence this damage is due to the reported event. Failure can be reproduced by passing a representative device through a tortuous path. From benchtop analysis and the event description, tortuous patient anatomy contributed to the observed failure mode. Visual inspection failed due to the observed damage (i.e. Bending/kinking of dilator). It was possible to re-create the damage through benchtop testing. The device failure mode is confirmed by the returned product.

Event description:
It was reported that a versacross connect was selected for use during a left atrium appendage closure. The procedure was aborted. The patient had a tortuous anatomy at groin site and known history of peripheral vascular disease. A first versacross connect system was introduced after a difficult tortuous anatomy in the vein. The first watchman sheath was noted to be kinked, then it was removed and alternative access on the patient's left side was performed. The versacross dilator and second watchman sheath were pulled out to "reshape/add more of a bend" to reach to septum more inferiorly. Then, the physician discovered how overly kinked the second watchman sheath and versacross dilator were. A second versacross kit was pulled to be used. The physician continued with the right groin vein to continue procedure (it was considered aborting at this point due to patient's age and risk for perforation). Due to the tortuous anatomy, an attempt to introduce an ice catheter on the left side and it did not work. Thus, a decision was made to use a non-boston scientific long 16fr cook sheath in groin. The second versacross rf wire remained across septum, then the second watchman sheath was removed, the non-boston scientific long 16 fr cook placed in groin, a third new watchman sheath then placed through it, where a second transseptal was performed. However, the physician was only able to utilize the previous transseptal puncture which was inferior and mid posterior. The watchman sheath was never coaxial with an anterior chicken wing morphology pass criterial was not met with the 27mm nor 24mm device. Additional groin pressure had to be held by md and tech post procedure. No patient complications were reported. The procedure was cancelled. The device is expected to be returned for analysis. No other issues were identified with the versacross connect devices. It was further reported that multiple versacross kits were used during this procedure - two versacross connect laac access solution kits were opened for versacross connect transseptal dilator and versacross rf wire and the third kit was opened for watchmen access sheath (not for the verscross products). The first and second versacross connect dilators were kinked and the versacross rf wire from the second kit was used to perform the transseptal puncture. However, the procedure was later aborted due to difficult anatomy.